Manufacturer narrative:
On (B)(6) 2021 lumenis was informed that while performing a capsulotomy to treat a posterior capsule opacification on (B)(6) 2021 using a selecta duet it seemed that the aiming beam was not hitting the target. The patients eye appeared to have some edema near the macula after the procedure was done. Steroid drops (pred forte 1% bid) were applied post procedure and the patient was sent to a retinal specialist as a precaution. Lumenis investigated the reported event by contacting the user facility to obtain patient information and treatment settings which were provided by the user facility. As of this submission the patient follow-up to the retinal specialist is scheduled for (B)(6) so results are not yet available. If there is any change in the patient condition lumenis will provide a follow-up submission. Although the customer reported a possible alignment issue may have caused the edema in patient when the service expert examined the system he could not identify any misalignment in the system. He completed his visit with a standard pm and reported that the system functioned per factory specifications. A review of the selecta duet system (model gas910000 serial number (B)(4)) DHR records showed that the system was manufactured according to relevant procedures, tested before release and shipped according to specifications. The system passed all testing and met all lumenis specifications prior to the release for sale. The manufacture date was 04/18//2018 and the system was installed later that same month (4/26/2018). A review of the service history for the subject system finds no other reports of similar functional issues or problems in the approximately 3-year history of the unit. Discussion between the physician and lumenis clinical director (via email) finds that a pre-existing edema was not noted, there was no retinal problem seen before the treatment and no pco obscured the vision of the macula before the procedure. Given all of the above, we are unable to give a plausible explanation to this incident. Beyond the misalignment, malfunction of the device was completely ruled out. However, some questions remained that could suggest a human factor/error but subsequent attempts to continue discussion with the treating doctor went unanswered. As such, lumenis will report this event to the FDA as MDR #1720381-2021-00001 per the decision tree determination. Since there was no malfunction found on the system and the severity of the injury is not clear this incident is being reported in an abundance of caution only. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is closing this complaint at this time. Complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Customer stated that while performing a capsulotomy to treat a posterior capsule opacification using a selecta duet it seemed that the aiming beam was not hitting the target. The patients eye appeared to have some edema near the macula after the procedure was done. Steroid drops were applied post procedure and the patient was sent to a retinal specialist as a precaution. Customer reported possible alignment issue caused edema in patient however, the service expert could not identify any misalignment in the system.